Event description:
During a lumbar ablation procedure, the generator was not able to reach temperature and the procedure was cancelled. During an electrode to grounding pad test, with good impedances and ambient temperature readings, the generator would raise to degrees then drop temperature again. There were no adverse patient consequences.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported event on temperature issue was unable to be confirmed. The returned product functioned properly during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.